Event description:
It was reported that the unit had an a15 error code (bad board). Per investigation results, the device had blown components.

Manufacturer narrative:
Alleged failure: the unit had an a15 error code (bad board). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Alleged failure: the unit had an a15 error code (bad board). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit had an a15 error code (bad board). Per investigation results, the device had blown components.